Manufacturer narrative:
(B) (4). (B) (4). The ec45 device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an wedge resection procedure, the instrument was used at the lung and was correctly fired, he opened the instrument and the tissue was teared and the staples were not placed in the tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.